Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump locked up. Customer stated she ran out of insulin, she refilled the reservoir and it is stuck in the rewind complete screen. Customer was instructed to press the act button on the bolus delivery screen but it was stuck in the rewind menu. Nothing further reported.